Manufacturer narrative:
MDR 1219913-2014-00305 reported an elevated advia centaur xp troponin ultra (tni ultra) result that did not repeat upon re-testing. The cause of the non-reproducible result was unknown. A siemens field service engineer went on site to evaluate the instrument. January 8, 2015 - additional information: the siemens field service engineer (fse) performed the following: december 16 2014 : checked reagent probe adjustments; adjusted vacuum; replaced wash manifold; and replaced v70 and v71. The fse performed wet and dry test which were correct. The fse also ran 30 replicate of tni assay on mdil 11. The lab continued to test tni in duplicate. Qc was validated by the laboratory. December 18 2014 : the fse replaced the aspiration pinch valve. The fse performed dry and wet test which were not correct. All qc level validated by the laboratory. The lab continued to test troponin in duplicate. December 22 2014 : a fse checking bacterial testing performed by the previous fse. Testing showed the presence of bacteria. The laboratory informed siemens that they changed of the water provider at the beginning of the month. They are using 10l conditioner of distilled water, non-sterile with unknown hardness water. Siemens recommended that the customer use siemens water. The fse checked the whole system and determined the advia centaur xp is accurately calibrated. December 31 2014 : fse performed decontamination of water entry tubing. Qc validated by the laboratory. While contamination was identified on the system which can potentially affect the precision of the troponin assay and the customer moved to an alternate water source, preanalytic factors which can lead to fibrin interference cannot be ruled out as the causative agent in this incident. No further investigation is required.

Event description:
The customer observed an elevated advia centaur xp troponin ultra (tni ultra) result that did not repeat upon re-testing. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur xp tni ultra result.

Manufacturer narrative:
The cause of the non-reproducible advia centaur xp tni ultra result is unknown. A siemens field service engineer went on site to evaluate the instrument and the customer has continued to evaluate all troponin tests in duplicate. The summary and explanation of the test section of the instructions for use states: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."